Event description:
It was reported that the patient experienced high blood glucose and was treated with multiple daily injection on (B)(6) 2026. The patient also reported that the patient did not regularly rotate the infusion site location.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.